Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm, pump error 63 alarm or device test failed alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl and 600 mg/dl. Customer stated that the insulin pump had hardware low level failures. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer was performed self test and it did not pass. Customer stated that the contacts on battery cap was not missing, damaged or corroded. The insulin pump will be returned for analysis.